Event description:
Event description guidant received information that due to lead dislodgment this fineline ii ez lead was removed from service. The lead was replaced by another guidant lead without issue.